Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 23.4 cm returned for analysis. External insulation abrasions were noted at 21.1-21.3 cm from the connector pin consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.